Event description:
It was reported that the keypad on the customer's insulin pump was sticking and a button was intermittently functional. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Her blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
No sticking keypad was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.